Manufacturer narrative:
Integra lifesciences engineers have completed a thorough investigation of the mayfield 2000 skull clamp and the resultant findings are as follows; the root cause is wear on the hex bushing from extended use and cleaning at elevated temperatures. This unit was manufactured and sold in 2000 and has not been returned for servicing prior to this event.

Event description:
An adult patient whose gender was not provided was pinned with the mayfield (B)(4) skull clamp for a craniotomy. The rocker arm was found to have movement. Surgery was not delayed and there was no injury involved. Stereotaxy device was also being used with mayfield adult pins serial number was not provided.